Event description:
A customer had a problem with the maxid catheter. The customer states that the plastic ring covering the proximal end of the tunelling stylet acting as a stopper becomes dislodged and sometimes falls inside the pt. There is no specific case involved, customer reports that the problem has arisen several times without the plastic portion being lost necessarily each time in the pt. Report date: 11/2004.